Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00861 thru 3012447612-2018-00872.

Event description:
It was reported that two screws were found to have disassembled and one plug had migrated out of a third screw post-operatively. A revision surgery was performed to remove and replace the screws and plug. During the revision, eight plugs were found to have loosened from their mating pedicle screws. These plugs were also removed and replaced. This is report two of twelve for this event.

Manufacturer narrative:
UDI number: (B)(4). Additional information: method, results and conclusion - the returned plug was examined. The bottom of the device was found to have abnormal deformation. Loosening of a plug can occur due to cross threading and/or the plug not being fully seated in the screw. Based upon deformation to the plug, this is likely the cause for loosening. Additionally, the patient's scoliosis may have contributed to the inadequate plug positioning as this would likely have made the procedure more difficult. The complaint is confirmed. There were no manufacturing issues detected which would have contributed to this event. Reference reports 3012447612-2018-00861 through 3012447612-2018-00872.

Event description:
It was reported that two screws were found to have disassembled and one plug had migrated out of a third screw post-operatively. A revision surgery was performed to remove and replace the screws and plug. During the revision, eight plugs were found to have loosened from their mating pedicle screws. These plugs were also removed and replaced. This is report two of twelve for this event.